Event description:
I have a CPAP pro mask made by stevenson industries inc. The problem I am having is the air hoses keep breaking during sleep. I have had four hoses break in the past three months. I have contacted stevenson industries and their response is they will replace the hoses. There is an obvious design flaw, I have used other masks for over a year with no breaking hoses. I feel this is a very serious problem as I don't like to wake up, do to not breathing, it's not fun.